Event description:
The following has been reported: the pump stops during infusion due to error 35. Translation from email from the customer: "now two more pumps have stopped due to error 35. On one of them it is the first time and on another. As previously mentioned, the departments are becoming more and more frustrated that nothing is happening. Especially since this only happens when they use the potent drug norepinephrine. It's happened over 30 times, so it's starting to feel like it's only a matter of time before it actually goes bad for a patient. As I said, the staff have routines for dealing with a pump stopping, which they should have, but it creates enormous stress (especially with such a potent drug)." In the logs that I am attaching for both pumps, you can also see the entire process from the time the drug is selected until stopping takes place. I don't want to look at how many times the speed changes and then maybe not understand that a suggested solution is to stop the pump before every change of speed is completely unreasonable. If it were to be a solution, it should also go out as a security message to all users of your vp as you have not been able to justify why it should only happen on these. You claim a general software error. Device history record was reviewed. No event linked with the reported issue was observed for both reported serial numbers: (B)(6) . "Device log of both reported serial numbers: (B)(6) was reviewed and error 35 have been found, therefore the reported event is confirmed." The reported device was not sent back to brézins for investigation. Error 35 is a known issue that occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate. As an example: changed by <110% for rates of 0,1 to 0,7 ml/h. Upon investigation of the previous cases about error 35, it was confirmed that this issue is linked to the pump embedded software. Corrective actions have been implemented and a fix will be released in july 2023. Meanwhile, as a recommendation, a workaround might be to stop the infusion before changing the flow rate and restart the infusion or considering using a syringe pump which is more appropriate for such low flow rates." This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.